Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Further information was requested, but not yet available.

Manufacturer narrative:
The reported event, of premature discharge of battery was not confirmed. The device was received, with battery voltage at elective replacement indicator (eri) level. Visual inspection of the header found, no anomaly related to the field concern. Review of device image, indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture. The device output would adjust itself to accommodate the patient¿s needs for pacing. Electrical and mechanical analysis performed, indicated normal functionality. Further evaluation at various pulse amplitude measured current level within normal range. And no indication of premature depletion noted. Longevity assessment was performed, based. And the device exceeded longevity, indicating normal battery depletion.

Event description:
New information received noted patient had no consequences before, during, or after the procedure.